Manufacturer narrative:
A good faith effort attempt was made to obtain more information but no more information could be obtained. The customer refused the service and there is no final solution to this case. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed based on the information available and results of additional analysis, no further action is necessary at this time. Based on the results of the global decision tree the available information suggest that the product problem would be likely to cause or contribute to a death or serious injury if it were to reoccur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The issue and solution could not be confirmed and we are unable to confirm the final disposition of the device because the customer refused service, and did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the suresigns vm 6 patient monitor alarm sound cannot be heard. The device was not in use on a patient. There was no patient harm reported.

Event description:
It was reported that there was no electrocardiogram (ECG) sound and no sound from the alarm. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).